Event description:
Customer description: during cataract surgery of right eye, the surgeon irrigated bbs onto the eyeball. During that procedure, the cannula detached from the syringe and struck the right eye. The result was bleeding around the iris and a possible rupture in the eyeball. According to the surgeon, the iol lens was not damaged as a result of the adverse incident. The customer added that the cause of the adverse incident could have been due to a defective syringe, a defective cannula, or the cannula may have been improperly attached to the syringe before use. The cannula in question was not available for return to the MFR for inspection nor were any pictures were taken for reference. The pt made a follow-up visit and on (B)(6) 2013, it was verified by the operating department that the pt is ok and has no permanent damge to the right eye.

Manufacturer narrative:
The device in question was requested for our investigation but was not available for return. Our mfg records indicate that 130,000 cannula were mfg in previously referenced lot. Also, a total of 370,000 add'l cannula products with other mfg lots were produced from the same raw materials that included the same luer hub. All hurricane medical products utilized an (B)(4)luer lock hub. Our quality records indicate that the cannulas in question met all specifications during incoming inspection and once again when inspected as a finished hurricane medical product, according to the specifications of the applicable device master record including compliance to (B)(4), conical fittings with a 6% luer lock taper. There were no other complaints of this nature for the referenced product lot of 130,000 cannulas. Therefore, our findings suggest that this isolated incident may have been caused by human error. This is reinforced by the fact that the end user stated it was possible that the cannula was not properly attached to the connecting syringe before use. Also, no details regarding the connecting syringe was given verifying that it also contained a 6% luer lock attachment tip. Lastly, the possibility does exist that the irrigating cannula in question may have been reused.